Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the backlight inverter printed circuit board (pcb) and upgraded the software to the current revision. The ventilator passed extended self-test and short self-test.

Event description:
Covidien received information that the 840 ventilator screen display went completely blank while in use on a patient. There was no patient harmed or injured as a result of the event.